Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c needle assembly was not secured to the syringe/detached.the following information was provided by the initial reporter:"can I report a complaint regarding a 5ml bd plastipak syringe to you. It was discovered in our unit on (B)(6) 2023 during a working session in our isolator. The syringe was removed from its sterile outer wrap and a sterile needle attached, the operator then pulled back the plunger tried to remove the needle and the entire section of the luer lock attachment and the needle came away from the syringe. The syringe was passed out of the isolator and I have it if you wish it to be returned to you? Please let me know.. The 5ml syringe is bn 3206662 exp 31/07/28. No others have been reported to me being affected. Please let me know what you would like me to do with the syringe either destroy it or return it for investigation. Ill document at our end the faulty 5ml syringe under deviation number (B)(4) and await any feedback/investigation report to add to our deviation root cause."

Manufacturer narrative:
Pr (B)(4) : follow up MDR for device evaluation. One sample and 3 photos of a 5ml eurohraphics syringe was received and evaluated. The sample received loose with an unknown green needle attached has a broken tip on the barrel. Each of the three photos shows a loose syringe with the tip broken as described above. The condition observed is non-conforming per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review was completed for provided lot number 3206662 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.